Manufacturer narrative:
Additional, changed, and/or corrected data: d6b. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade iii" and "seroma that required drainage". This record is for the left side. The device has been explanted and replaced with non-abbvie device. Device available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade iii" and "seroma that required drainage". This record is for the left side. The device has been explanted and replaced with non-abbvie device. Device available for return.